Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial# : (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw an informational power on reset (por) on the ins recharger (insr). The patient reported that they hadn¿t used their patient programmer (pp) in ¿forever¿ and put new batteries into it. The patient was able to clear the por. It was also reported that the patient was talking to their healthcare provider (hcp) about getting the ins replaced because one of their lead was ¿loose¿ and was not doing what it should. No symptoms or complications were reported.